Event description:
It was reported that the patient's hip was revised due to pain. X-rays show the lesser trochanter and the greater trochanter had become detached. Corrosion was noted on the cpt stem, but the 36 mm head displayed no visual corrosion. The liner was noted as scratched due to third body wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.